Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m133272 and test base part number 190-430 / lot m133272 were reviewed. This lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false positive results on a direct tested kitted swab with the ID now covid-19 assay performed (B)(6) 2021. The kitted swab was used to collect a nasopharyngeal sample. The patient was angry about the results. Repeat testing on a new sample swab with the ID now covid-19 assay generated negative results. Confirmation testing on a new nasopharyngeal sample collected (B)(6) 2021 with pcr generated negative results (CT value = above 38). The customer confirmed there was no death or serious injury based on the ID now covid-19 test results. There was no impact or delay to patient's treatment based on the test results. The patient was not symptomatic at the time of testing. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: d3, g1. Additional information/corrected data: h10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.